Event description:
It was reported the bd syringe 5ml ll bns had foreign matter in the fluid pathway which was noted prior to use. The following information was provided by the initial reporter: material no.: 301027 batch no.: unknown it was reported the syringe was dirty. Per quarter 4 notification: 29326 (B)(6) 2019 26003 syr 5ml l/l 301027 n/a dirty dirty/stained 1.

Manufacturer narrative:
Per additional information received from the customer, the following information has been updated: b.5. Describe event or problem: material no.: 301027 batch no.: unknown it was reported the syringe was dirty. Per quarter 4 notification: 29326 (B)(6) 2019 26003 syr 5ml l/l 301027 n/a dirty dirty/stained 1.

Manufacturer narrative:
Medical device expiration date: unknown. The state is not reported, therefore (B)(6) has been used. If additional information is reported this MDR will be updated with a supplemental report. Device manufacture date: unknown.

Event description:
It was reported the bd syringe 5ml ll bns had foreign matter in the fluid pathway. The following information was provided by the initial reporter: verbatim: ¿material no.: 301027, batch no.: unknown. It was reported the syringe was dirty."

Manufacturer narrative:
H.6. Investigation summary: one photo of a loose 5ml syringe was received and evaluated. It was observed there was a dark red foreign matter substance attached to the middle of the plunger rod. The composition of the foreign matter could not be determined based on the photo provided. The plunger rod was from mold c-228 cavity 23. Potential root cause for the foreign matter defect could not be determined based on the photo. It was unclear in if the foreign matter was embedded or attached to the surface and the composition could not be confirmed. The physical sample is necessary for a more thorough evaluation. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported the bd syringe 5ml ll bns had foreign matter in the fluid pathway. The following information was provided by the initial reporter: verbatim: ¿material no.: 301027. Batch no.: unknown. It was reported the syringe was dirty."